Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it remains implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
On (B)(6) 2016, the patient was initially implanted with a bifurcated stent, a suprarenal extension and two (2) limb extensions. On 01/22/2018, endologix was made aware of a 3a endoleak with graft movement on the suprarenal extension and 1b endoleak on the left limb. The patient was admitted to the hospital with abdominal pain. The physician elected to implant two (2) additional extensions to address the 3a endoleak / graft movement and implant an ovation limb extension to address the 1b endoleak. The patient was reported as stable post-secondary procedure. On 02/02/2018, endologix was made aware that the patient had expired about a week post-secondary procedure. The physician did not provide an exact date or cause of death. There is no additional information at this time. This MDR (2031527-2018-00104) will cover the 3a endoleak with graft movement of the suprarenal extension as well as the reported death a separate MDR (2031527-2018-00105) will cover the 1b endoleak of the left limb.